Event description:
Patient underwent ercp under moderate sedation. It was noted that on first cannulation of the common bile duct, the stent failed to detach from the sheath upon deployment. On second attempt, it was noted that the stent was deployed; however, the suture was not able to be released from the stent. The physician decided to cancel further attempts. Patient had the ercp performed the next day under general anesthesia where no complications were noted. Patient was subsequently discharged home.